Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery, feet and warning label were repaired. The customer does not want any repairs done to the unit. Unit will be returned unrepaired, except for the above items.